Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to unspecified reasons. No information was provided about the patient's outcome.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to unspecified reasons. No information was provided about the patient's outcome.

Manufacturer narrative:
Product investigation completed. The ms pump, ipp cylinders and reservoir were visually inspected and functionally tested. The cylinders performed within specification. A leak was identified in the reservoir shell attributed to fatigue wear at the corner of a fold. The pump was unable to be functionally tested due to contamination found; however, product analysis confirmed a device malfunction through the identified reservoir leak. The product analysis results and event report provided no objective evidence that would warrant further escalation.